Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the seal of two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags came apart and leaked. The issue was identified before use. There was no patient involvement. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.